Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement and was subsequently repositioned. No additional adverse patient effects were reported. This ra lead remains in service.